Event description:
The customer reported the live monitor intermittently flashes on and off during live fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the left monitor and the display adapter. System operates as intended . This MDR is related to ge healthcare complaint.